Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "biomed reported the unit is unable to calibrate flow sensor. "

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). Field updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective inspiratory valve. After replacing the servo module g5 (inspiratory valve), the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the servo module g5 (inspiratory valve) could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description from the partner: "biomed reported the unit is unable to calibrate flow sensor. "